Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a damaged sensor. No patient injury was reported.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found a removed tamper seal, a damaged dso seal, missing battery door, scratched lcd lens, scratched real label and worn uso seal. During the functional testing, the customer reported problem was unable to be duplicated, but it was found that the damaged dso seal did not meet specifications. The root cause is currently under investigation. The dso seal was replaced, as well as the uso seal, lcd lens, battery door and rear label. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.